Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's controller showed the settings not available message. The controller showed that the stimulation was on but the patient did not feel anything. The screen 59 (settings not available) also showed that it "cannot provide your intensity settings." It was reported that the patient had a cold from being outside in the snow. They felt a lot of pain and had been taking pain medication but they could not increase stimulation. The patient had laid down the night before and could feel stimulation in their legs because stimulation goes a little high and then it settles down. In the morning the patient could not feel stimulation. The controller was charged to 100% and the implantable neurostimulator (ins) was charged to 90%. It was confirmed that the ins was on with group a program 1. The patient could decrease but not increase settings. Usually the patient was set at 6.0. It was noted that they had to charge every day. The patient switched settings to group b program 2 and they were able to feel stimulation and increase it. No further complications were reported. Additional information was received from the hcp on (B)(6) 2019 reporting that the patient saw the representative and was reprogrammed. The impedances seemed high on contact 4. The issue seemed resolved after reprogramming per the hcp. No further complications were reported.